Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported system error 322 caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.